Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and blank display on the insulin pump. Customer's blood glucose level was in the 300 to 400 mg/dl range. Customer treated their high blood glucose via manual injection. Troubleshooting for blank display was performed. Customer changed out the battery on the insulin pump and the device turned on. Customer advised the device once again turned off and they did not have a new battery to test the device. Customer was advised a replacement battery cap would be sent out and to use a brand new battery.